Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier spit out several clips and several clips also failed to form properly. A second clip applier had the same issues. The case was completed with a third device of the same product code. There were no patient consequences. Two devices were discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.